Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.